Event description:
A physician reported a pt who had developed a cystic reaction to collagen. The pt was skin tested in 2000 with no reaction noted. The pt received the first treatment one month later. The physician injected the upper and lower vermilion border with bovine collagen. The treatment was uneventful. In 2000 the pt called the physician to report an outbreak of "boils" around the mouth. The pt was seen in the physician's office that day and the physician described inflamed nodules that were draining serum at the vermilion border injection sites. There was no reaction at the test site. The physician prescribed a topical cortisone and oxycodone orally for pain. The pt was again treated 6 days later with intralesional triamcinolone that gave some temporary relief. The pt was treated again with intralesional triamcinolone 7 days later and the physician started the pt on 5mg of oral prednisone daily. 7 days later the skin test site on the forearm began to react and developed into a red, indurated papule. The physician has diagnosed hypersensitivity to collagen with abscess formation and delayed positive skin test.